Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #305917, lot #4176801. It was reported that the bd safetyglide had foreign matter. The following information was provided by the initial reporter: verbatim: spring/clip from 21g syringe needle cover mechanism had duplicate piece that was loose from the rest of needle component. Potential excess piece to be lost in patient. No patient contact in.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We will continue monitoring the complaint trend for the product and symptom. Batch 4176801 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided